Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the cause of the foreign materials could not be established. Regarding the burn c-cover, the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leakage. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which foreign materials were found on the light guide cover lens of the distal end, the air/water cylinder and tube, and air/water channel. A burn mark was also observed on the c-cover burned. There was no patient involvement.